Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.